Manufacturer narrative:
Device evaluation the moma ultra was received within a sealed bubble wrapped envelope, and loosely coiled within a sealed sterilization pouch. A stopcock valve was on eac distal luer lock. A spring loaded hemostatic valve was on the center guidewire lumen luer lock. Crystalline residue was noted in the proximal balloon chamber. Per the reported event description, ¿the moma was pulled through the sheath with the proximal balloon semi deflated¿. A 20cc water filled syringe was attached to the proximal balloon inflation lure lock and pressurized. The proximal balloon would not inflate beyond its received profile of ¿slightly inflated¿. The most likely root cause of being unable to inflate is the presence of contrast residue within the proximal balloon inflation lumen. Crystalline residue was noted in the distal balloon chamber. A 20cc water filled syringe was attached to the distal balloon inflation lure lock and pressurized. The distal balloon would not inflate beyond its received profile of ¿slightly inflated¿. The most likely root cause of being unable to inflate is the presence of contrast residue within the distal balloon inflation lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no intervention was performed. A carotid artery stenting procedure was being performed. A 9fr short sheath was also used. IFU was followed. Normal tortuosity reported. Lesion exhibited 80% stenosis. The syringe provided was used with 50% contrast for balloon inflation. No issues noted during balloon inflation at the proximal cca. The mo.ma was pulled through the sheath with the proximal balloon semi deflated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a mo.ma occluding balloon catheter, it was reported that the balloon did not deflate and could not be removed easily from the patient. No patient injury was reported.